Event description:
It was reported that balloon rupture occurred. The patient presented for percutaneous transluminal angioplasty. The 95% stenosed target lesion was located in a shunt in the severely tortuous and severely calcified vessel in the limb. A 7.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation, the balloon ruptured immediately. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.